Event description:
This is a (B)(6) female with severe gerd and barrett's esophagus who underwent a circumferential ablation procedure. Endoscopy prior to ablation revealed a 2 cm hiatal hernia. The first pass with ablation and cleaning of coagulum was performed without issue. The guidewire was placed a second time and the catheter passed over the guidewire readied for the second ablation pass. When the endoscope was positioned proximal to the electrode before treatment, the surgeon noted a mucosal laceration at the gastroesophageal junction suggestive of a perforation. The ablation devices were removed and a covered stent placed at this site. The physician indicated that the guidewire may have moved proximally prior to passage of the catheter, thus resulting in trauma at the junction. A CT scan showed intra-abdominal air, with no air in the mediastinum. The surgeon performed a fundoplication. The patient did well and was discharged to home on day 7. There was no device malfunction reported.